Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: there is radiolucency possibly reflecting osteolysis along the proximal right humerus, as noted. Alignment is symmetrical. There is questionable thinning of the polyethylene bilaterally, but this would require comparison with earlier images. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right anatomic shoulder arthroplasty procedure approximately four and a half (4.5) years ago. Subsequently, the patient is being considered for revision on an unknown date due to poly wear. However, no revision procedure has been reported to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): - sagp0002 (64760103) the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6, the following sections were updated: a1, b2, b3, b4, b5, d6b, g3, g6, h2, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 4.5 years post implantation due to poly fracture. No further event information is available at the time of this report.